Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. Tse recommended to inspect the graphic user interface (gui), and to run performance verification test (pvt) to verify if the unit is operating within manufacturing specifications. The repair of this ventilator has not yet been completed. (B)(4).

Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator stopped cycling. The pt was removed from the unit, and placed on another ventilator. There was no reported pt injury.